Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that a black dot and an empty rectangle appeared on the insulin pump and was unable to rewind after changing the battery. The customer also reported that they received a failed battery test alarm. The customer's blood glucose was 72 mg/dl at the time of incident. The customer stated that the battery cap contacts were not missing or damaged. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer cleaned the battery cap with cotton swab and alcohol. The customer stated that a failed battery test alarm occurred during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.